Event description:
While suturing patient autosuture gia60 failed to suture properly during gastrectomy procedure. Manual suturing completed by surgeon. Device fired several times but noted bleeding at the staple site. Surgeon needed to oversew the area.